Manufacturer narrative:
Evaluation summary: the closurefast catheter was returned for evaluation. Visual inspection of the catheter shaft revealed a kink. The kink was observed approximately 24.2mm proximal from the distal tip. The catheter connector was examined under magnification revealed all pins are straight. The catheter did pass continuity and resistance functional testing: e+ to e- 87.1ohms, tc+ to tc- 111.6ohms, resistor 1 value 13.70kohms, and resistor 2 value 8.06kohms. The catheter passed functional testing on rfg2 generator. The proper device was recognized by rfg generator when plugged in, the expected low temperature advisory was displayed when activated. When the temperature rose to 120c, device completed cycle without any advisory message being seen. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a closurefast catheter for a radiofrequency ablation procedure. Catheter defect occurred during treatment. Customer cannot remember if there were any error codes/messages/warnings from the generator. It was reported that there was no output from the catheter so ablation could not be performed. No patient injury reported. Procedure was converted to vein stripping.